Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified a fracture at the collar as reported. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Event date not provided/unknown. Reporter's last name not provided/unknown. PMA/510k: additional 510k number: k013227.

Event description:
It was reported that the implant fractured and was removed from site 3. The site was grafted.